Manufacturer narrative:
The pump was unable to prime during the prime/compromised force sensor test due to faulty force sensor resistor (gold). The pump had cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, scratched case and cracked battery tube threads. There was slight bleeding in the lcd glass. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported a prime/fill anomaly. The incident was reported via phone call. Blood glucose at the time of incident was 140mg/dl. The customer's father stated that the pump was stuck in prime/rewind and there were a few dead pixels on the screen. They were unable to exit the "preparing to prime" loop. They used duracell batteries. The father stated that the display did not return to normal. Troubleshooting was not able to resolve the issue. They were advised that the insulin pump will need to be replaced. They were advised to disconnect from the insulin pump and revert to back-up plan. The device was returned for analysis.